Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified.. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a thermally damaged esd500 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a monitor and electrode belt during investigation into a non-reportable, unrelated death, when a reportable malfunction was found.